Event description:
Boston scientific received information that this device had eroded, a revision took place due to a possible infection. The device was explanted. No adverse patient effects were reported.

Event description:
Additional information received noted that the patient did indeed have an infection and a possible erosion. The patient was treated with a laser lead extraction and given antibiotics. The device remains implanted.

Manufacturer narrative:
(B)(4). Upon additional information this investigation will be updated.

Manufacturer narrative:
(B)(4).